Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 11/15/2024. H6 component code: g07002 - no device problem found. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was obtained: where was the foreign material found? (Inside the sterile barrier or outside of the sterile barrier?): inside, but the package was opened. Are there any photos of the foreign matter available? The product already has been sent to (B)(4). Is it possible that the foreign material fell into packaging upon opening of device? Unk. Was the product seal on the foil still intact when the package was opened? Yes. Please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq). (B)(6). Please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. The device has been received at (B)(6) and will be shipped. Please check rmao. Tracking number: (B)(4). H3 investigational summary: the product was returned to ethicon for evaluation. One winding former with eight undispensed strands and one empty opened foil were received for analysis. Product code jb840 which is a control release and requires eight strands per packet. Upon the visual inspection of the returned sample, no foreign matter or hair were observed on the winding former or foil packet. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed, since no foreign matter was found on the sample. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Event description:
It was reported that a patient underwent an ob-gyn procedure on (B)(6) 2024 and suture was used. During an unknown ob-gyn surgery, a hair was found in the package. It was a control release needle. There were no adverse consequences to the patient. Additional information was requested.